Event description:
Information received by the manufacturer on (B)(6) 2007 indicates infection of the left dbs lead; date of onset was one month prior to total device system retrieval in (B)(6) 2006. The lead was reportedly explanted on (B)(6) 2006 after 19 months implant duration, but the unit has not been returned to the manufacturer for evaluation. The hcp reported patient signs and symptoms of infection included skin and wound breakdown; also stating that an aggressive course of antibiotic therapy was instituted to treat the infection. The primary location of the infection reportedly was the lead track. The hcp indicated the causative organism has not yet been determined; "elevated labs" were reported by the user. The date or identification of clinical testing conducted was not provided. The lead was retrieved in (B)(6) 2006 but has not been returned by the user. Additional information has been requested from the physician. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).